Manufacturer narrative:
Investigation of this event remains in process. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported the wall control emitted smoke after a patient procedure. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
An amco engineer inspected the wall control and found the condenser in the power supply had blown out. The reported smoke was an out gassing of the electrolyte inside the capacitor. There was no fire or flame as a result of the capacitor failure. Furthermore, the capacitor is housed inside the power supply which is located in the wall control. The power supply box assembly was sent back to steris quality for evaluation. Evaluation results indicated that the malfunction of the condenser within the power supply box assembly could be attributed to overheating caused by a power fluctuation at the user facility. Amco is aware of the airflow requirements for the controller and power supply. The amco engineer replaced the power supply box assembly and confirmed it to be operational; no further issues have been reported.